Manufacturer narrative:
Literature citation: basel al aloul, et.al. (2015) "atrial flutter ablation and risk of right coronary artery injury". Journal of clinical medicine research, 2015 apr, 7(4): 270-273. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article: "atrial flutter ablation and risk of right coronary artery injury". It was reported that right coronary artery (rca) injury and myocardial infarction (mi) occurred. The patient underwent a cti (cavotricuspid isthmus) ablation procedure for a new diagnosis of atrial flutter causing hemodynamic instability using an ept blazer ii 8mm ablation catheter. Ablation was performed resulting in successful termination of atrial flutter and resumption of sinus rhythm. The patient tolerated procedure well without immediate complications. There was no ECG evidence of ischemia during or after the ablation procedure and no echocardiogram was performed. Eight days after the procedure, the patient remained ventilator dependent due to severe bilateral pneumonia and copd exacerbation and died later from respiratory failure. Per the physician, the patients respiratory failure and death had nothing to do with the afl ablation. Patient died from respiratory failure caused by pneumonia and sepsis. Not related to his ablation. An autopsy was performed which showed rca injury, acute plaque hemorrhage with the calcified atherosclerotic plaque and mi 8 days following rfa (radiofrequency ablation).